Event description:
It was reported to nova biomedical that a consumer's blood glucose meter was missing the last number on the blood glucose reading. No decisions to treat were reportedly made on the alleged faulty meter. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. If any significant findings are a result of that investigation, a follow-up report will be filed.